Manufacturer narrative:
Report inconclusive. The device has been returned and is still pending their evaluation results. This dm0010faa easydrill cranial perforator with lot number: 052/19 was manufactured by micromar. Multiple warnings are included in the easydrill cranial perforator IFU manual including: it is essential to keep the drill perpendicular (90°) at the predetermined point of the skull to be drilled, as an excessive deviation from perpendicularity may cause the product to fail and lead to serious patient injury. Select a drill bit suitable for the bone thickness. This prevents the drill from tearing the bone or brain tissue (similar effect when the bit is not positioned at 90°). If the components of the easydrill cranial perforator become loose during trephination, discontinue use. The drill can cut or tear the dura mater when it unlocks. Check some conditions before performing the procedure, such as the existence of adhering dura mater or other anomalies adjacent to the drilling site. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a tumor resection surgery, the perforator did not stop resulting in a dura tear with bleeding and little cortical damage of the cerebellum. Em200 and ad03 were used together with the perforator and the rpm of the ipc was set to 70000 rpm. It was noted that there was a 30 minute-delay in the procedure but it was completed with a back up device. On follow up, it was confirmed that the delay was to stop the bleeding and to get a new perforator to continue the surgery. There were no additional, non routine actions taken. Patient is alive with no secondary effects. It was also mentioned that there were no issues with the motor and the ad03 and the only device that will be returned for analysis is the perforator.

Manufacturer narrative:
Report not confirmed. Evaluation could not reproduce the reported malfunction of continues to run. If information is provided in the future, a supplemental report will be issued.